Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter the needle came loose. The following information was provided by the initial reporter translated from dutch to english: "a nurse reported that while pricking an IV in a baby, the needle of the catheter had come loose during insertion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample without packaging and 50 representative samples from the sample lot with sealed packaging were received by our quality team for evaluation. For the actual sample, only the cannula and top web label were returned. The cannula was subjected to length measurement and visual inspection on the blunt end of the cannula to check on the edge appearance. The length of the cannula was the complete length of the cannula (45.5 mm) for the affected catalog. The blunt end of the cannula was observed to be with even edge. The representative samples were subjected to the cannula pull test to check for the force required to detach the cannula from the needle hub. All representative samples passed the testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned sample, the cannula length was found to be the complete length and the blunt end of the cannula (which was seated in the needle hub) was observed to be with even edge. This suggests that the cannula did not snap. However, as the needle hub was not returned for evaluation, the epoxy adhesive amount in the needle hub, which is crucial for the needle-to-hub pull force, could not be evaluated. All representative samples that were returned passed this testing. As an incomplete device was received for the actual sample, the root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter the needle came loose. The following information was provided by the initial reporter translated from dutch to english: "a nurse reported that while pricking an IV in a baby, the needle of the catheter had come loose during insertion."